Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported the ventilator's oxygen indicator alarmed (red light) while in use with a patient. The paramedic reported that oxygen was not flowing to the patient while the oxygen indicator was illuminated. The reporter explained that the indicator light illuminated two times, during which the patient was not receiving oxygen for a short period of time. No incident related medical sequela reported.

Manufacturer narrative:
The device was returned for product evaluation. Functional testing found the device to operate as intended. All alarms were tested and found to operate as specified. As indicated by the instructions for use and the basic instructions listed on the device front panel, the reported indicator light (red light) and audible alarm appear when the device has low gas supply. As our evaluation found the device to operate as intended, the user's oxygen supply was likely insufficient and therefore the audible alarm and visual indicator were activated. As the returned product was confirmed to operate as intended, no evidence was found to suggest the reported event was related to an intrinsic product problem.